Event description:
The customer reported that following a ptca/stent procedure in 2000, the physician attempted to deploy a vasoseal es. During deployment, the physician experienced difficulty advancing the tissue dilator. The physician pulled the temporary arteriotomy locator (tal) back with its j segment deployed and it came out of the tissue tract. The physician retracted the j segment and attempted to place the tal again. The physician advanced the dilator and experienced the same results. The physician again attempted to place the tal, but was unable to get the j segment to retract. The entire system was pulled out of the tissue tract and the physician noticed that the j segment was missing. The site was fluoroscopied and the j segment was seen in the external iliac above the level of the sheath. Approximately twelve hours later the pt lost pulses and an angiography was performed which performed which revealed thrombosis of the common femoral artery and tibia. The j segment was snared and removed from the artery. The pt was taken to the operating room for repair of the artery. The physician did not feel that vasoseal attributed to the thrombosis, but that it was due to compression of the femoral and popliteal arteries. No further complications were reported.